Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 07-jan-2016. The bayer reference number for the ptc report is: (B)(4). Batch number 645013. Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jan-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had a lot of pain after essure (fallopian tube occlusion insert) insertion. According to her, she has to undergo major surgery to remove her fallopian tubes and uterus. This event is listed in essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur during essure therapy. In this particular case, limited information was provided. However, considering event's nature, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since according to the consumer; a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in spain on 02-nov-2015 which refers to an adult female consumer who had essure (fallopian tube occlusion insert), lot number 645013, inserted in 2011. Consumer is (B)(6) and stated she has several health problems since 2011. After having three children she decided to undergo tubal ligation. When she went to the gynecologist, he offered her this new method that did not require surgery. She now has generalized muscle pain, stomach problems, constant headaches, tiredness, depression, memory loss, very heavy menstrual bleeding with clots and a lot of pain, abdominal bloating, etc. And she now has to undergo major surgery to remove her fallopian tubes and uterus. She stated there is no other way to fix it and, moreover, no one told her that they contain nickel. She was always told that it was titanium. Company causality comment this non-medically confirmed, spontaneous case report refers to an adult female consumer who had a lot of pain after essure (fallopian tube occlusion insert) insertion. According to her, she has to undergo major surgery to remove her fallopian tubes and uterus. This event is listed in essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur during essure therapy. In this particular case, limited information was provided. However, considering event's nature, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since according to the consumer; a surgical intervention will be required for essure removal. A product technical analysis and follow-up information are being sought.